Manufacturer narrative:
The device was returned and evaluated. Evaluation revealed only half the lens was received. The haptic was attached with no issues noted. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
It was reported that during implantation of an intraocular lens (iol) the haptic was torn. The incision was enlarged and a different model iol was implanted. A suture was used to help close the wound. Post operatively the patient was diagnosed with corneal edema and inflammation, however according to the surgeon the patient is improving. In the surgeon¿s opinion the most likely cause of the event is the manner lens was loaded into the cartridge by the scrub tech.